Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels ranged between 256mg/dl to over 400mg/dl. Manual injections were administered to address the bg levels. The customer attempted to resolve their occlusion alarms by using different infusion set types but the occlusion continued. Troubleshooting was performed for the current occlusion alarm prior to contacting tandem technical support and insulin was observed exiting the infusion set tubing. The customer declined to remove their infusion set site due to having changed their site multiple times. The customer reported that manual injections were to be used for insulin therapy.